Manufacturer narrative:
Awaiting results of investigation. Awaiting return of the device.

Event description:
Customer was intubating a patient and the screen froze. Blades were changed but same issue occurred. A blue screen would appear. Attempts to turn the monitor on and off did not resolved the issue. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.